Event description:
It was reported that a caregiver was unable to swipe to confirm a meal announcement and could not use the unlock button due to a crack on the ilet screen, and the device was replaced; the user was advised to shut down the ilet, return the device with a provided label, use backup therapy, and complete startup on the replacement, and was informed that cgm use with the dexcom app or receiver could continue. Symptoms included no reported blood glucose impact. Outcomes included temporary interruption of automated insulin delivery and the need for backup therapy. Investigation included product evaluation planning through replacement logistics and retrieval of the original device. Investigation of this case revealed a damaged display and impaired user interface consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user device damage unrelated to manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.